Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as "malf 0". There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur.